Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for eval or new info is obtained, a follow up report will be submitted. This is a follow up to the user facility report submitted and received by masimo. (B)(4).

Event description:
Customer reported "staff obtained a pulse ox monitor from the charging station with the intent of connecting it to the pt to measure oxygen saturation. When it was connected to the pt, the monitor would not turn on. Another device was obtained. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do." No known impact or consequence to pt.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo for evaluation. The customer indicated that the battery was charged to full capacity and problem was not duplicated. Proper operation was verified and unit was returned to use.